Event description:
It was reported that on (B)(6) 2022 a 22mm amplatzer amulet left atrial appendage occluder was selected for implantation using 12f amplatzer amulet delivery sheath. Heparin was administered during the procedure. During the procedure there was at least 2 device recaptures performed to attempt to get a better position due to complicated device anatomy. It was then discovered via transthoracic echocardiogram (tte) that there was a thrombus on the device. The device was removed from the patient and a long filament was attached to the device with small pieces of thrombus attached. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinical impact due to the delay in procedure. The procedure was delayed in order to avoid a potential stroke in the patient. The delay in procedure totaled over 40 minutes. No adverse patient effects were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. The investigation confirmed that some biological materials were noted on the proximal disc of the device. Six images were received from the field which appeared to show the thrombus on the proximal disc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Here were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.na.